Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse all of the medication during patient therapy. Thirty (30) minutes after the medication was started the infusion should have been complete. There were 108ml left in the bag and the pump read total volume infused 278ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no issue was identified related to the reported problem of "did not infuse all of the medication during patient therapy". A review of the event history log was performed for the reported event date but no infusions were programmed on that date. There was an infusion similar to what was reported documented the day prior. The infusion ran for 30 minutes as programmed, without interruption. No abnormalities that could cause or contribute to the reported under-infusion were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the reported issue is undetermined however, the device will undergo flow accuracy calibration during the repair process prior to return to customer. Should additional relevant information become available, a supplemental report will be submitted.